Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the rep that the patient had been implanted that day and the rep noted that during the procedure they ran impedances and everything was ok except they kept getting case values < 50 ohms. For the first impedance check: c1, c2, c2 out of range (oor). For the second impedance check: c0, c3 oor. For the third: c2, unresolved. The rep noted that after the third, it appeared that the health care physician (hcp) was satisfied and they closed up. It was noted it was unclear if the impedance issue resolved post-op. The rep mentioned that they had seen this happen before and they noted that they reported that occurrence. The rep stated they believed that the smart programmer might have been giving false impedances as with the other incident they had witnessed the impedance issue resolved. There were no symptoms and there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The representative reported that the cause of the impedances was unknown and that they did not have any further information to report aside from the fact that the patient had been in the office for a routine follow-up and impedance was checked and everything cleared with no impedance and everything was resolved. The rep noted that all of this had been confirmed with the health care physician (hcp). There were no further complications reported/anticipated.